Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one ultraverse rx was received for evaluation. Upon visual inspection no kinks noted to the catheter, no anomalies noted to the inflation luer. An in-house presto inflation device was used to inflate the balloon, during the inflation a pinhole rupture was noted at the distal end of the balloon. No other functional testing performed. Therefore, the investigation is confirmed for the reported material rupture as a pinhole rupture was noted to the balloon. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the ipsilateral anteroposterior to the superficial femoral artery calcified lesion, the pta balloon allegedly dilated at nominal pressure and ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the ipsilateral anteroposterior to the superficial femoral artery calcified lesion, the pta balloon allegedly dilated at nominal pressure and ruptured. There was no reported patient injury.